Manufacturer narrative:
The following fields were added to the b tab due to additional information: was there any impact to patient/health professional? Yes, double puncture, pain, discomfort, discomfort. Was medical intervention required? No it wasn't necessary. Was there exposure to blood? No h6. Investigation summary: material #: 364391. Lot/batch #: 3075468. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated for their heparin content and no issues were observed relating to clotting as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode clotting. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd preset¿ eclipse¿ there is clotting. No patient impact reported. Was there any impact to patient/health professional? Yes, double puncture, pain, discomfort, discomfort. Was medical intervention required? No, it wasn't necessary. Was there exposure to blood? No.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd preset¿ eclipse¿ there is clotting. No patient impact reported.